Event description:
The customer reported that spectrum pump serial number (B)(4) does not recognize a closed door. There was no patient injury reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Evaluation confirmed reported symptom of "does not recognize a closed door". Unit was received inoperable due to "door not fully latched" alarm caused by loose link screw. The alarm was resolved during evaluation by adjusting the screw with the door performing as expected. The link screws were replaced during a repair process.